Manufacturer narrative:
(B)(4). Method: medical review. Results: per medical review - reportedly, micl (13.2 mm) was explanted/exchanged for a shorter length micl (12.6 mm) four days after implantation to address excessive vaulting and subsequent narrowing of the angle without iop elevation. According to the completed customer complaint questionnaire for surgery, dated on (B)(6) 2016, the cause of the event was oversized lens (not product related) and vaulting was assessed on the first postop day. The same report stated that patient was stable following icl exchange and bcva was 20/20. Given the information that after implantation of a shorter length icl the vaulting resolved, it is very likely that preoperative biocalculation error has caused the selection of wrong icl length (oversized). Conclusion: based on the complaint history, work order search, medical review and product evaluation, it is very likely that preoperative biocalculation error has caused the selection of wrong icl length (oversized). (B)(4).

Event description:
Additional information received - the lens was explanted due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The patient experienced mild blurred vision. The lens was exchanged for a shorter lens. The reporter indicated the cause of the event was due to oversized lens. The patient's post-op best-corrected visual acuity was 20/20 and stable.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. Returned lens was found within dimensional specifications. Physician report does not indicate that any adverse event or condition would have caused the excessive vault of the implanted lens. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to mechanical complication of icl initial encounter. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.